Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that seven ophthalmic knives from the same lot number were found to be blunt during cataract surgery. Each time, new knives were used. There was no patient impact. The exact number of patients involved was unknown. Additional information has been requested but is not available at the time of this report.